Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: powered lacrosse 2.25-10, hiryu3.5-6; guide wire: sion blue; guide cath: hyperion jl3.5st. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in a heavily tortuous, 90% stenosed, de novo concentric, lesion in the distal circumflex coronary artery. Pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc) at 8 atmospheres using the 20/30 indeflator. However, during the second attempt to inflate the bdc with the indeflator, a huge cracking sound was heard from within the indeflator. (The handle felt as if it was getting caught with something, while the pressure was being increased by the rotating the handle). An attempt to deflate the balloon was made, but deflation could not be performed with the indeflator. There was no damage observed on the indeflator. The indeflator was replaced with a non-abbott inflation device and the balloon was deflated. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The broken device was confirmed. The device operates differently then expected (noise) could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.